Event description:
The sales representative reported that a patient complained of pain and swelling on the tibia. A revision was performed on the patient and a milky like substance was found in the bone tunnel. The original acl repair was performed approximately seven months ago without issue.

Manufacturer narrative:
Device is not being returned;therefore, no evaluation could be performed.